Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email alarm short circuited. It alarm short circuited during using in the shoulder arthroscopy. Changed another one to complete. There is no report on patient's injury. Additional information received on 8-18-2017 the issue was detected during use. Device sparked. The sales reps consider it¿s short circuit. We don¿t know how it was triggered because it is sparking during using at first time.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the active tip shows signs of activation and the manifold is melted at 6 o¿clock positions of the tip. This compliant can be confirmed. A functional test was not conducted to avoid further damage. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the depuy synthes mitek complaints system revealed one other complaints for this lot of devices released to distribution. Due to an increasing trend of this failure, a supplier CAPA investigation was initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. CAPA¿s root cause was identified to be further improved by changing the training requirement when assembly aids are updated to a repeat training requirement on a six-month basis. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).